Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that a patient underwent an obturator sling procedure on (B)(6) 2011. Concomitantly, the patient underwent a laparoscopic assisted vaginal hysterectomy, bsoo, and left labiaplasty. The patient experienced pain, urinary tract infections, stress incontinence, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent a division of implant on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.